Event description:
The risk manager from the hospital, reported the following event: during surgery, the surgeon screwed the screw ref. 12060822s lot k694400 with the screwdriver. The surgeon didn't hear the "click" as usual and had difficulties removing the screwdriver from the screw head. During the cleaning and sterilization, it was noticed that the tip of the screwdriver was missing. The surgeon assumed that the tip remained in the screw head which was implanted in the patient.

Manufacturer narrative:
Device not returned. No evaluation will be submitted. If the device or additional information becomes available it will be reported on a supplemental report.